Event description:
It was reported that the device had turned off multiple times. The pt had not received a pt therapy controller (ptm), and had to drive a long distance to have the device turned back on. No pt symptoms were reported. It was later found that proximity to, and usage of a metal detector device at home, with a strong magnet component, was turning off the pulse generator. A ptm had been ordered for delivery to the managing physician. Additional info has been requested from the physician.

Manufacturer narrative:
Other: no report of symptoms or lack of therapy control.